Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose at the time of the incident was 171 mg/dl. Customer stated that the buttons have stopped working and she has not had any alarms except a button error alarm. Customer stated that the button error alarm cannot be cleared. Customer was advised to remove the battery for now. Customer stated there is a small crack near the display that has been there for some time. The customer was explained the possible issues due to moisture exposure and physical damage. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted during testing. The unit had cracked case at display window corner, battery tube threads and reservoir tube lip.